Event description:
It was reported that during the laparoscopic gastrectomy, the doctor would not remove the instrument, since washer would not cut. Dr. Excised tissue (amount unknonw) to remove the device and another like device was used to complete the case. There was no patient consequence. The product is being returned.